Event description:
It was reported that the patient experienced a heart rate in the fifties, a near syncopal episode and was lightheaded. It was also r eported that the implantable pulse generator (ipg) was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.